Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer does not have the pump with him. Customer was using a certain infusion set. Customer stated that he sometimes would wiggle it. Customer went to change the infusion set and after 3 hours, he got a no delivery alarm. Customer tried a different infusion set and received another no delivery alarm. Customer stated that it was not delivering for 24 hours. Customer mentioned having a kinked bent cannula as well with no delivery alarms previously about 5 or 6 years ago. Customer will call back when he has the pump. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.